Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting loss of capture (loc) and the patient was brought in for a lead revision. The lead was found to have dislodged and unable to be repositioned. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This ra lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.